Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. Device position and paper folder condition indicates that the device was mishandled at an unknown point and the cannula and paper folder impacted the seal area, therefore sterile barrier was compromised as a result of a severe non-normal hazard after it was shipped to the customer.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and straps were used. Prior to using on the patient, when the user went to open the tyvek package inside the box, the end of the device from which the straps are fired was poking through the tyvek package. There were no adverse patient consequences.